Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump were unresponsive. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had keypad anomaly. Customer stated that the insulin pump was not recording the information, however they were declined for troubleshooting. Customer also stated that the buttons were getting stuck and being worn down to the point where they were not working properly. The insulin pump will not be returned for analysis.